Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death and if outcome was device or therapy related, was not provided by the customer. Autopsy will not be performed, pump was not explanted, and device will not be returning for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. The heartmate 3 left ventricular asist device (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate 3 lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 12apr2019. No further information was provided. The manufacturer is closing the file on this event.